Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: when the tubing was put into the machine it triggered an alarm and would not work. That IV tubing was removed and another one put in. After the code was over, they checked the tubing and it had come apart. (B)(6) also stated this had happen over the weekend as well with another nurse. I met with nursing that afternoon where I was shown the tubing that had failed. We ran tests on two other sets of IV tubing and those both worked properly. Additional information received from the customer: please share the lot number associated with reported issue: 25055344 and 25043258 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. This IV tubing was used on a patient during a rapid response. The pump gave an error message then when nursing attempted to reseat the tubing in the pump a nurse noticed it had come apart. That tubing was replaced by another IV tubing set and worked as it was supposed it.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was received for quality evaluation. The sample submitted separated below the lower pumping segment fitting to infusion set tubing during normal handling. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for further evaluation. After the investigation it was determined that the root cause that generates the separation in the tubing to lower pumping segment fitting is an incorrect solvent application due to an erroneous insertion of the tubing to the solvent dispenser by the production personnel. As a corrective action, the procedure of the solvent dispenser was updated to improve the preventative maintenance schedule.